Manufacturer narrative:
The patient presented with an infection at the ipg site, and the patient was given oral antibiotics to address the infection. The scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient presented with an infection at the ipg site, and the patient was given oral antibiotics to address the infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.